Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure, due to intolerable side effect, the lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).